Event description:
On 07/20/2022, infutronix received a complaint from an end user: "patient came into infusion because the tubing broke. Tubing was broke at pump connection. Patient was not harmed but I do not believe this was a tubing malfunction. It appears the patient most likely caught the tubing on something causing it to break." This occurred during an infusion. Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.